Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken lower molded insulator upon visual inspection. The broken pieces, measuring approximately 0.109" x 0.124", 0.0.045" x 0.098", 0.0.112" x 0.044", and 0.086" x 0.105" in sizes were returned with the instrument. No material appeared to be missing. As a result of the breakage, the lower grip tip was found to be dislodged, but was still attached to the instrument through the conductor wire. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. Isi has not received the instrument for failure analysis investigations. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument was broken. A fragment fell into the patient¿s cavity and was retrieved during the same procedure. The customer confirmed that the fragment matched with the instrument upon checking under endoscope view. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. When the customer used the instrument for 10 minutes to grasp the tissue, the instrument broke and the fragment fell into the patient. All fragment was retrieved during same procedure and no post-operative tests were performed. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any hard materials or other instruments during use. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff felt resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.